Event description:
As reported by the french svc unit: the safety side was twisted. The tech found that one of the two lock system was missing.

Manufacturer narrative:
This report is being filed under examination (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and svc unit subsidiary division, not a direct employee of the MFR. Additional info will be provided upon completion of the MFR's investigation.